Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 30 mg/dl. It was stated that the customer had not had anything to eat prior to the event. The caller was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.